Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a hernia repair with mesh. He had revision surgery 5 years and 5 months post-surgery. The patient experienced recurrence, removal.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced adhesions from the bowel to the mesh, pain, fibrosis, foreign body reaction, and recurrence. Post-operative patient treatment included revision surgery and recurrent ventral hernia repair with bard ventralight st mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced adhesions from the bowel to the mesh and recurrence. Post-operative patient treatment included revision surgery and recurrent ventral hernia repair with bard ventralight st mesh. Relevant tests/laboratory data: 04 oct 2017 pathology report from mesh specimen showed surgical mesh with fibrosis and focally prominent foreign body reaction.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced adhesions from the bowel to the mesh, pain, fibrosis, foreign body reaction, and recurrence. Post-operative patient treatment included medication, revision surgery and recurrent ventral hernia repair with bard ventralight st mesh. Relevant tests/laboratory data: (B)(6) 2017 pathology reportaction. From mesh specimen showed surgical mesh with fibrosis and focally prominent foreign body re.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a hernia. After implant, the patient experienced adhesions from the bowel to the mesh and recurrence. Treatment included surgical revision of the mesh five years after implant.

Manufacturer narrative:
Correction: previous supplemental report awareness date was 2018-03-23, should have been 2019-03-23. If information is provided in the future, a supplemental report will be issued.